Manufacturer narrative:
Follow-up #1: date of submission 03/14/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: during investigation, there was no evidence of moisture observed before opening the pump. A leak test failed due to a display lens leak. The pump was opened and there was evidence of moisture on the support bracket.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.